Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time an unknown retractor is being added to the complaint as an MDR no. The complaint was updated on: (B)(6) 2015.

Event description:
Left knee; intraoperative complication/bone fracture - tibial.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.